Manufacturer narrative:
Additional information was received and customer reported device will not be returned. Since the device was not returned the reported issue could not be confirmed. This report is based solely on the customer reported issue. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. (B)(4).

Event description:
The customer reported the posey hook and loop alarm belt sensor was being used with the posey sitter elite sitter elite alarm unit. The complaint indicated that once the belt was released, the alarm did not sound. The date this issue was discovered is unknown and no patient or caregiver incident or injury was reported.